Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. The coil remains implanted and the delivery pusher wire was discarded at the user facility; therefore, a product analysis could not be performed.

Event description:
It was reported that an azur embolization coil was implanted in the splenic artery, and other coils (not mv) were implanted afterward. The deployment went well and the azur coil appeared to be uniformly shaped in the vessel; however, approximately 8 minutes after implantation, the coil migrated distally. There were no negative effects to the patient.